Manufacturer narrative:
(B)(4)

Event description:
It was reported that "white port and bionector snapped off." There was no patient harm or injury. The patient's current condition is unknown at this time.